Event description:
Reference MDR# 1036844-2011-00299 for the first event involving the same pt. It was reported that 10 days after the catheter was placed in the (B)(6) old male pt's right femoral vein, a leak from the proximal lumen was found while in the pt's room. As a result, the catheter was replaced with a new catheter. There was no reported delay, death, or complications to the pt. It was noted that different doctor's inserted the catheters.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.